Event description:
Boston scientific received information that during a follow up out of range shocking impedances were revealed on this right ventricular lead. All other parameters were within normal range and no noise was seen on the shock channel. Further review revealed some reverse mode switching, while no episode of no sustained ventricular tachycardia or sustained ventricular tachycardia were recorded. In addition, it was noted that it was not possible to send a save to disk as the file saved was corrupted. A follow up has been scheduled as which time it will be possible to obtain the serial number of this lead as well as the data to determine the root cause of the reported clinical observations. At this time the lead remains implanted, and no adverse patient effects were reported.

Manufacturer narrative:
Upon additional informaiton this investigation will be updated.